Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to poor water-tightness of button, water tightness is lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cable unit is twisted, the endoscopic image cannot be displayed. Due to poor contact of camera unit, the endoscopic image cannot be displayed. The most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor water-tightness of button, water tightness is lost: the most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: facility name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had no picture on the monitor. There were no reports of patient harm.